Event description:
Customer reported hospitalization due to low blood glucose. The current blood glucose reading is 84 mg/dl. The blood glucose reading at the time of the event was 40 mg/dl. Customer walked to her car, sat down and passed out. Customer was taken to hospital. Nothing further reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was operating within specifications. The device passed all functional testing. No unexpected auto off alarm was noted during monitoring. The insulin pump was received in with a cracked battery tube threads and scratched lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.